Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the cot height could not be adjusted. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not made available for evaluation; no findings are available. There was no remedial action taken. This device is not labeled for single use. Device not made available by customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event(s), where it was reported the cot height could not be adjusted. There was no patient involvement.